Manufacturer narrative:
Device passed the displacement test, rewind and self test. No unexpected rewind anomalies noted. No unexpected missing segment or partial display anomalies noted. Device received with cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on the screen making it hard to read. The retainer ring had crack and the reservoir was able to lock in place. No harm requiring medical intervention was reported. The device will not be returned for analysis.